Event description:
This is a report of a patient who experienced and was hospitalized for peritonitis coincident with therapy for peritoneal dialysis. Action taken with therapy was not reported. The cause of the peritonitis was unknown and treatment information was not reported. It was unknown if the patient recovered from the peritonitis.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers gd893891 with no issues detected during manufacturing. Should relevant additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4).